Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. The field service engineer (fse) found the wash valve rotor was causing wash buffer to cavitate when being drawn into the pump. The fse replaced the wash valve rotor of the wash valve and primed the pump to verify no bubbles. The fse also proactively replaced the incubator belt, as it was noisy. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. In conclusion, the cause for the non-reproducible access accutni+3 results was an intermittent malfunction of the wash valve rotor. (B)(4). All mdrs associated with this report: 2122870-2015-00524, 2122870-2015-00525.

Event description:
The customer reported an elevated troponin I (access accutni+3) result involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for three (3) patients. This report addresses the elevated access accutni+3 result obtained on (B)(6) 2015 for two (2) patients (designated as patient 2 and patient 3). The patient's elevated samples were reanalyzed on the laboratory's alternate access 2 immunoassay system serial number (B)(4) and lower results, within the assay's normal reference range, were obtained. The elevated access accutni+3 results were reported outside of the laboratory. There was no change or impact to patient care or treatment which occurred in association with the elevated access accutni+3 results. Mdr2122870-2015-00524 addresses the adverse event which occurred to a patient in association with elevated access accutni+3 results generated on (B)(6) 2015. Quality control (qc) and system check parameters were performing within assay and instrument specifications at the time of the event. The patient's samples were collected in a plasma tubes. Information regarding the centrifugation of the samples was not provided by the customer. No issues with sample integrity were noted by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance.